Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had ongoing high blood glucose (bg) levels (297 mg/dl) and correction boluses were delivered via the pump to address the bg level. The customer thought that the high bg was caused by a cold and the cold medication. The customer changed the pump supplies and resumed insulin delivery. The customer declined tandem technical support's offer to troubleshoot.